Event description:
The customer called and reported experiencing low blood glucose of 49 mg/dl. The reason for the customer's call was to have insulin pump holsters replaced, after they were broken. At the time of this report, customer's blood glucose was 174 mg/dl. The insulin pump will not be returning for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.